Event description:
It was reported that patient fell down the basement stairs. Patient recalled that he should call someone if he had a hard fall because he has one of the leads that is having a problem. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.